Event description:
It was reported that dr. James hwang was taking a graft with the new air dermatome ii and the handpiece shut off in the middle of the graft. He initially thought it was a problem with the nitrous in the wall, but after replacing the handpiece realized the error was with the dermatome itself. Another dermatome was obtained to finish the case. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 04/13/2013 and has no repair history at zimmer surgical. Investigation of the device displayed no damage to the device and the device was in calibration; however, the device would not operate. Initial post repair analysis of the motor revealed it was seized. After being rotated manually two times, the motor operated smoothly. Improper sterilization methods or excessive operating pressure could have caused damage to the motor; however, the motor did not display damage and there was no evidence to support the customer performed these acts. The cause of the customer's event was most likely a frozen motor. The device was serviced and returned to the customer.